Event description:
It was reported that the user experienced a hypoglycemic event with a lowest recorded blood glucose of 54 mg/dl and a reported seizure, self-treated with oral carbohydrate and no medical evaluation. Customer care provided assistance that included blood glucose questionnaire review, and arrangement of additional user training to assess insulin settings and meal announcement practices. Symptoms included seizure activity consistent with severe hypoglycemia. Outcomes included transient functional impairment requiring assistance from a bystander and self-recovery without hospitalization. Investigation of this case revealed that the cause of the hypoglycemia was unclear. It was concluded that the event was user-reported hypoglycemia with unclear causality relative to device use, and additional training was scheduled to address insulin targets and usage practices. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.